Event description:
Synthes (B)(4) reported that a proximal femoral nail broke postop.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.